Event description:
Recently changed over to carefusion maxplus caps. Staff started reporting the following issues: blood dripped out of entry of cap or squirted out of end of cap soiling gloves or clothing of healthcare worker (6 reports), in 4 reports staff reported caps not clearing of blood when flushed with volumes between 5 and 20ccs, 5 reports involving backup of IV fluids, lipids and/or blood, 2 reports of partial disconnects. These events occur with administration of IV fluids and/or medication when cap is backing up with IV fluids and/or bloods, blood spray/squirting occurring with blood draws.======================manufacturer response for maxplus clear needleless connectors, maxplus clear needleless connectors (per site reporter).======================infusion safety apn visited facility and interviewed staff to hear issues. Working with carefusion company. On-site visit planned for later this month by company manufacturer. Company rep may have lot numbers we do not- all lots at our facility were pulled. Company came and noted 50% less silicone used in manufacturing product- corrected per them.